Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body found no anomalies. The lead was returned with the helix retracted and dried blood and body fluid was noted in the helix housing. The lead passed all electrical testing in addition to stylet insertion but the helix was noted to be inoperable at the time of analysis due to the presence of infiltrate in the helix housing. Based on available information, laboratory testing concluded a helix issue likely occurred during the revision procedure but did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
Boston scientific received information that this right atrial (ra) lead was found dislodged several days post-implant. A revision procedure was performed wherein the lead was explanted and replaced. It was noted during the procedure that the helix of this lead would no longer deploy despite more than 30 turns of the terminal pin. No additional adverse patient effects were reported.